Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced infection at the lead site. Surgical intervention was undertaken on (B)(6) 2018 wherein the site was cleaned and the lead was placed back. The patient was treated with oral antibiotics.

Event description:
Additional information received identified infection has resolved.

Event description:
Additional information received identified the patient was presented with drainage at the lead site at on (B)(6) 2018. Subsequently, the scs system was explanted on (B)(6) 2018.

Event description:
Additional information received identified the issue was resolved.